Event description:
A probe on the mda instrument was bent and a technician was trying to straighten it and clean it. The technician was wearing gloves but was using their hands to clean the probe. The technician was pricked by the probe and received a tetanus shot per hospital procedures.